Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. The reported problem (cannot run testing) has been confirmed. Upon investigation the cable connecting the distribution node (dn) to the rear therapy electrodes was pulled from the strain relief, damaging wires in the cable. The root cause for the strained cable was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned an electrode belt and reported that it was unable to complete incoming functional testing.